Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to implant, the helix of the right ventricular (rv) lead would not fully rotate and extend. A different rv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported field event of difficulty rotating and fully extending the helix could not be confirmed. Analysis of the lead found the helix partially extended. A helix mechanism test was performed; the helix could be fully extended and retracted normally.